Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,complains of some pain on her left side, cramping, constipation, thick white discharge, cervical motion, uterine and adnexal tenderness - pelvic inflammatory disease (pid), she is continent, urinary stream improved. Severe dysuria, stress incontinence and vaginal pain -suspect whether the sling has eroded. Palpation of the sling demonstrates exquisite pain in the anterior vaginal wall right at the bladder neck. Mesh revision surgery: (B)(6) 2008 -underwent removal of pubovaginal sling for eroded pubovaginal sling. Following mesh revision did the patient present with serious complications which required additional surgeries?yes. As per the available medical records patient developed recurrent stress urinary incontinence, graft extrusion and dyspareunia for which she underwent an additional mesh revision surgery:second mesh revision surgery: (B)(6) 2013 -underwent examination under anesthesia, vaginal graft revision/urethrolysis and cystoscopy for recurrent stress urinary incontinence, graft extrusion and dyspareunia.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).